Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the patient was burned at the most inferior port site where the monopolar curved scissor (mcs) instrument was utilized. The surgeon excised the singed skin while closing the port site. The patient did well and is in good condition. No arcing was observed. The staff identified that the tip cover accessory was damaged, and it was set aside for return. The patient is reportedly doing well. The procedure was completed robotically.

Manufacturer narrative:
The product has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. A review of the site's system logs for the reported procedure revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The event investigation is in progress.

Manufacturer narrative:
Upon review of the current complaint details and investigation performed, there is no additional information provided.

Event description:
Refer to h11 for follow-up information.